Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). (5) samples of (B)(4) lot k9 were received for evaluation. No visual concerns were noted. The "foreign substance" found on the device is instrument lubricant. This is the result of a heightened asia inspection- no further investigation is required. A dimensional inspection was not required as part of this investigation. The devices functioned according to intended use. No confirmed complaints were received in this range with the same issue. Complaint not confirmed.

Event description:
It was reported that a clip got stuck in the applier while in use. The applier was replaced with a new one. No clips fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1900521 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got stuck in the applier while in use. The applier was replaced with a new one. No clips fell/remained in the patient.